Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was around 230 mg/dl. Customer received the no delivery alarm and tried to get it to work. Customer ended up changing the entire set for the pump to work. Customer resolved the issue by changing the set. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.